Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing. A technical support specialist ran the report and confirmed both patients are showing at the assigned station, but anesendo1 is not listed due to a procedure earlier this morning. Sent email to update customer that this occurred because the patient was not transferred to this area. Case closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es multiple patients not crossing over station. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.